Manufacturer narrative:
(B)(4). Batch # u5ap1d. Investigation summary: upon visual inspection of four photos, the following was observed: the first and second photos show a green reload from top view and it can be seen partially fired on the hands of user. The third and fourth photo shows a black reload partially fired on the hands of user. Based on the photos the event describe of difficult to fire - firing speed is confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one plee60a device was returned with no apparent damage and with two reloads present. The reload (b) was received partially fired 1/4 with a staple b-form in the lodged in the knife channel . The reload (c) was received partially fired 2/3. The knife was noted to be partially advance and would not retract not allowing to perform functional testing. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled and broken. Small nicks were noted the knife edge. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. While no damaged was found on the anvil and returned reloads , the damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle. In addition a possible cause for this type of damage to the knife edge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
First firing of sleeve gastrectomy using black reload. Stapler was closed on tissue and surgeon waited for full 30 seconds before initiating firing. Stapler started to fire and really struggled and mid firing an audible "crack/mechanical" sound was heard. Stapler reversed as normal and staple line appeared to be well formed. The second firing of green was instigated again after a full 30 seconds pre compression. The second firing started and then stalled but surgeon commented that he heard the sound again. Surgeon reversed the stapler and stapler was replaced. Surgeon oversewed post stapling.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Additional information was requested, and the following was obtained: can we confirm, what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Deployed staples looked normal, no obvious malformed staples were seen. Was the staple line interrupted; staples not present/visible on any portion of the staple line? No. Is the current patient status known? Nothing further reported. Besides the oversewing done by the surgeon, was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc?)? No, nothing reported, intra op leak test was normal.